Event description:
Nurse went to hook patient up to intravenous tubing, when connecting tubing the cap of tubing fell off leaving intravenous tubing on patient bedside while cap was connected to patient still.

Event description:
Nurse went to hook patient up to intravenous tubing, when connecting tubing the cap of tubing fell off leaving intravenous tubing on patient bedside while cap was connected to patient still.